Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) of a clinical study regarding a patient with an implantable neurostimulator (ins). It was reported that the patient was unable to recharge. No actions were taken to resolve the issue. Diagnostics included an examination of the tissue over the ins site. The etiology of the event was noted as not related to the implant procedure and related to the device or therapy, specifically the recharge process, as the patient had poor coupling due to increased subcutaneous fat over the ins. The hcp stated that normally the device could easily be felt, but on (B)(6) 2018 they really had to press it into the patient¿s skin to get it to charge. The patient had recently lost (B)(6) and despite the weight loss, they had some increased subcutaneous fat distribution over the ins site. There were no signs of infection or irritation and all impedance values were within normal limits. A new charging unit was requested, and the patient may need a device replacement or at least a pocket revision. The outcome of the event was noted as outgoing. No patient symptoms were reported and there were no complications. Indication for use is spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
No new information was reported (the patient's weight was reported).

Manufacturer narrative:
Product analysis #256079539:analysis information -- 2020-10-06 10:16:25 cst pli# 10 product ID# 97714 below is unedited, system generated text based on the analysis finding code(s). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The implantable neurostimulator (ins) passed functional testing. Continuation of d11: product ID 3550-29 lot# unknown product type accessory h3. The implantable neurostimulator (ins) passed functional testing. H6. Evaluation result code 3221 does not apply. Evaluation method code 4114 does not apply. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) in a clinical study (sdy). It was reported that the patient still had to have pressure over the generator to keep contact for charging, but they had adapted. The issue was noted to be resolved without sequelae as of (B)(6) 2019.